Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 50 mg/dl. The customer consumed food and soda to address the low bg. The customer stated that the low bg was due to the pump settings that were entered into the pump during training. A tandem clinical diabetes specialist was to be meeting with the customer to discuss the event.